Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to reservoir tubing rupture. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders, pump and reservoir were visually and microscopically examined, and leak tested; the pump was also functionally tested. The tubing was identified as having been cut down to the middle of the pump kink resistant tubing (krt) strain relief; no tubing was returned for analysis. No anomalies were found with any of the components. Based on the information available and analysis results, the reported clinical observation of hole/perforation were not able to be confirmed.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to a ruptured tubing. There were no patient complications reported.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to a ruptured tubing. There were no patient complications reported.

Manufacturer narrative:
D6a and d6b implant and explant date have been updated.